Manufacturer narrative:
Correction of the entire report. The information that was previously reported in this manufacturing report has already been captured in manufacturing report: 2135147-2020-00327. An event of device dislodgment into the right pulmonary artery and "large residual patent ductus arteriosus flow" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After discussion between an abbott medical director and the surgeon regarding this event, the following information was obtained: it was reported that on an unknown date, a 4 week old infant underwent a transcatheter patent ductus arteriosus (pda) closure with a 4/4 amplatzer duct occluder ii (ado ii) device on a large newly restricted pda with unknown dimensions. Post deployment echocardiogram (echo) showed good position of the device. The following day, images showed that the device had dislodged into the right pulmonary artery (rpa) without significant obstruction and revealed a significant large residual patent ductus arteriosus flow. The patient was taken for cardiac catherization for device retrieval. The device was successfully removed. Another device was not implanted due to the large ductus arteriosus with no significant waste. No additional information was provided.

Event description:
On (B)(6) 2020, a 5/2 amplatzer piccolo occluder was selected for implant in a 1 month old, 1.665kg infant with a large newly on restrictive patent ductus arteriosus(pda). The pda measurements were: minimal diameter of 3.5mm, length of 8mm. The device was implanted intraductal in the patient and the post-deployment echo showed good position of the device. However, imaging the next day showed dislodgement of the device into the right pulmonary artery without obstruction and a significant issue of patent ductus arteriosus flow. The device was displaced so that the aortic disc was totally within the lumen of the aorta and there was a weak pulse below the device. The patient was taken for emergency cardiac catherization for device retrieval on (B)(6) 2020. The device was successfully retrieved and the patient underwent surgical ligation of the pda. The patient is currently discharged.

Manufacturer narrative:
The report was submitted under the incorrect product type. The correct product is a 5/2 amplatzer piccolo occluder.

Manufacturer narrative:
An event of device migration and a weak pulse below the device was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
In (B)(6) of 2020, a 4/4 amplatzer duct occluder ii was selected for implant in a (B)(6) infant with a large newly on restrictive pda. The device was implanted in the patient and the post-deployment echo showed good position of the device. However, imaging the next day showed dislodgement of the device into the right pulmonary artery without obstruction and a significant issue of patent ductus arteriosus flow. The patient was taken for cardiac catherization for device retrieval. The device was successfully retrieved and it was decided not to pursue another device.